Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. The initial visual inspection of the instrument by the pmv investigator noted that the instrument was received loaded with a 3.5mm reload. The visual inspection of the reload cartridge noted that it was fully applied. The identifying ding from automatic firing fixture was present on the instrument handle. Microscopic evaluation of the reload revealed some markings on some of the pushers. Microscopic evaluation of the anvil buckets revealed no staple markings. The investigation was forwarded to engineering for further review. The initial review of the complaint by engineering verified the observations made by the pmv investigator. During the engineering functional evaluation no abnormalities were observed. The pushers were reset and the instrument was cycled; all the pushers advanced at the same time, as expected. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a right hemicolectomy, the device was reported to have failed. Upon investigation, the firing sequence was found to have been followed correctly, but no staples were found in the tissue by the surgeon. The reload appeared to have been fired. The physician was certain he did not see any deployed staples in tissue or in the surgical site. The site was closed by suture, following the event. No additional complications were reported.

Manufacturer narrative:
(B)(4)